Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a fissure in the adhesive just distal to the sense b electrode. The adhesive is used to secure and seal the electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode.

Event description:
It was reported that this electrode exhibited t-wave oversensing due to low amplitude r-wave measurements, resulting in delivery of an inappropriate shock. An invasive procedure was performed. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode exhibited t-wave oversensing due to low amplitude r-wave measurements, resulting in delivery of an inappropriate shock. An invasive procedure was performed. The electrode was explanted and replaced. No additional adverse patient effects were reported.